Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the ventilator was in use on a pt and there was no pt harm. The manufacturer's service tech was unable to duplicate the reported problem. Review of the ventilator diagnostic log noted a vent inop data acquisition pcba adc reference failure occurrence. The service tech replaced the data acquisition to motor controller pcb cable to address the finding. Applicable final testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.